Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01147.

Event description:
The patient was undergoing a coil embolization procedure in the a2 segment of the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, two smart coils had friction locks that would not release. The physician then pulled the smart coils out from the backside of the introducer sheaths, cut the friction locks with a pair of scissors, and backloaded the introducer sheaths. The procedure was completed using the same smart coils. There was no report of an adverse effect to the patient.